Manufacturer narrative:
Device evaluation: evaluation of the submitted and extracted system controller log files confirmed the report of red heart alarms and the evaluation of the returned device confirmed damage to the internal portion of the driveline. The driveline was severed less than 1 inch from the pump housing and the severed portion of the driveline measuring approximately 37 inches in length was also returned. Electrical continuity testing of the returned portions of the driveline in the state that they were received did not reveal any discontinuities or shorts. Damage to the bionate layer was identified at approximately 28 inches from the metal connector. After the bionate and metal shielding layers were removed, a breach was identified in the black wire insulation at this location; however, the damage to the bionate layer and wire insulation appeared to have been possibly caused by a clamp used during explant and would not have been present during pump operation. Breakdown of the metal shielding was also identified at approximately 32 inches from the metal connector and insulation thinning and a breach in orange wire¿s insulation was identified at this location. As a result of the breach in the orange wire¿s insulation, the underlying conductors were exposed. The damage appeared to be consistent with fatigue damage due to repetitive movement of the wire at this location. The orange wire represents a redundant wire in motor phase 3. The reported red heart alarms would have occurred as a result of the exposed wire conductors contacting the braided shield when the device was supported by the power module. Further evaluation of the returned device revealed a loosely seated, soft, white deposition in the outlet stator. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that the deposition was present in the pump while it was operating. The evaluation could not conclusively determine the specific origin of the deposition or the duration of its presence in the pump. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information:it was reported that the patient received a transplant on (B)(6) 2015.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump stop and low speed advisory alarm on (B)(6) 2015. The patient was asymptomatic. Interrogation of the patient's system controller also found a low speed alarm. A log file was submitted to the manufacturer's technical services team for review and the reported pump stoppage was confirmed. The pump stoppage lasted for approximately 3 seconds. The pump then immediately resumed operation at the fixed speed. The momentary pump stop appeared to have been potentially caused by an issue with the system controller and the system controller was exchanged. Approximately 3 weeks later, the patient experienced second pump off and low speed advisory alarm on (B)(6) 2015 while on the new system controller. The pump off event and low speed advisory alarm was confirmed based on the information contained in the log file submitted to the manufacturer's technical services team on (B)(6) 2015 and appeared to have occurred while the patient was on tethered support. It was reported that the system controller would not be exchanged. The patient had reportedly gained a significant amount of weight which could be contributing to the beginning of some driveline wear causing the intermittent alarms. The submitted x-ray image of the patient's driveline did not show any obvious area of concern. It was reported that the plan was to keep the patient on battery power. The patient is reportedly high on the transplant list and is awaiting a transplant any day.